Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to bacteremia. At the start of the procedure, a large vegetation on the rv lead was detected via transesophageal echocardiogram (tee). Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath on the rv lead, progress was made to the tricuspid valve, where the vegetation was encountered. Advancement continued, but the vegetation broke apart and released into the blood stream. While switching to a spectranetics 13f tightrail rotating dilator sheath, the patient¿s blood pressure dropped, and rescue efforts began, including CPR and sternotomy. The rv lead was removed post-sternotomy; however, the patient did not survive. Post-procedure, the physician stated that the death was not related to the extraction, but rather due to sepsis. This report captures the 14f glidelight in use when the vegetation broke free from the rv lead, requiring intervention, but resulting in death. There was no alleged malfunction of the spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient date of birth - not available from facility. A3b) patient gender - not available from facility. The lot number was not provided, thus the following information is unknown: device serial number, unique ID, expiration date, and manufacture date. H3) the glidelight was discarded, thus no returned product investigation was performed. H6) migration of vegetation and death are known risks of complication with use of the glidelight device. The IFU warns "when marked calcification that moves with the lead to be extracted is seen on fluoroscopy, particularly in the atrium, the availability of immediate surgical assistance is paramount if a problem presents itself as a result of the extraction procedure." Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.